Manufacturer narrative:
This report is submitted on march 26, 2021.

Event description:
Per the clinic, the patient experienced a performance decrement with the device. The device was explanted on (B)(6) 2021. The patient was reimplanted with a new device on the same date.

Manufacturer narrative:
This report is submitted on (B)(6) 2021.